Event description:
The customer reported that the on/off switch would not engage and that the system would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Pin 32 on plug 9pl1 was replaced. The system was then found to be working as intended and put back into service.